Event description:
It was reported that "there was a problem with finding the right dose, which frequently served to be adjusted". There were episodes of "increased tension" and malaise for which no clear statement after various investigations was forthcoming; there was a "pronounced axial hypotonia". A cap (catheter access port) test was performed; there was no problem with the catheter as csf (cerebrospinal fluid) was easily aspirated. The sc catheter was not disconnected from the pump; model number was unknown. It was added that "a technical problem of the pump could not be excluded during the operation"; hence the pump and the catheter were replaced. It was also reported that the "patient had been hospitalized". Patient outcome was not known. The neurosurgeon "checked everything in the or, except a rotor test because the abdomen was already open to check the catheter and his connection to the pump". It was further stated that a spinal segment catheter revision had been performed in the past. Drug delivered was lioresal 2000mcg/ml, programmed at 144 mcg/day.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The pump passed all non-destructive testing. No anomalies noted in pump logs.

Manufacturer narrative:
(B)(4).